Event description:
Per the clinic, the patient underwent a surgical procedure (date not reported) to excise an overgrowth of skin tissue around the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient has been treated three times for skin overgrowth around the abutment site. On (B)(6) 2012, the patient underwent a procedure to excise skin around the abutment. On (B)(6) 2012, the patient underwent a procedure to cauterize granulation tissue. As of (B)(6) 2013, the patient's site has healed and he is wearing his processor. The implanted device remains. This report is filed (B)(4) 2013.